Event description:
The customer reported that the insulin pump stops in a rewind/prime loop. The battery was removed for several minutes and then reinserted, but the insulin pump had a frozen display. The customer stated that he is in rush and will call back. Days later, the customer called and stated that the insulin pump was not functioning and had a frozen display. The customer's blood glucose was over 200 mg/dl, and he has reverted to an insulin pen. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.